Event description:
Customer reported "wacky" results lately. No specific numbers/dates/available, but mentioned a patient with a result around 6 that tested at 1-something later on something other than an inratio meter (the type of test was not specified). Customer did not have patient charts or specific details available.

Manufacturer narrative:
Investigation pending.